Event description:
It was reported that during a low anterior resection procedure,when the handle was grasped, the clip fell out. The handle was grasped again, and the next clip was formed teardrop-shaped. After that, the next clip was fed into the jaw and the handle was grasped, then the clip ejected inside the patient¿s body. The clip was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.